Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder stopped working in the middle of the procedure. They used another device to complete the procedure. There were no pt effects reported. The product is returning.

Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010, for investigation. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the investigation is completed. (B) (4)